Event description:
A user facility returned a (B)(4) control unit. Upon inspection and testing of the returned device, it was observed that error e117 occurred due to a printed circuit board failure. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information and clarification received from olympus medical systems india (omsi). Additional information provided in b5.

Event description:
Additional information/clarification received from olympus medical systems india (omsi): the subject device is an omsi asset that is used for loaner and demonstration purposes. The reportable malfunction (e117 error code due to a printed circuit board failure) was found by an inspection engineer at the omsi workshop on incoming inspection. There was no complaint alleged by a customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From information provided by the customer, it was determined that the motherboard was out of order. A possible cause of the reported phenomenon was the failure of the motherboard - however, it was not possible to further determine the cause of this component failure. The instruction manual identifies the following verbiage within the troubleshooting guide: "9.2 troubleshooting guide: code: e117. Error message: otv error. Possible cause: camera control unit malfunctions. Solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus." Olympus will continue to monitor field performance for this device.